Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. The patient noticed deflation of her left breast prosthesis after a mammogram. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2020.

Manufacturer narrative:
Correction: after clinical/secondary review of this file performed on 19-may-2020, it was decided to add patient code 2348 for injury to more accurately capture the reported event. The patient reported that she was uncertain if the mammogram caused the deflation of her saline breast prosthesis. On (B)(6) 2020, a second investigation was performed on the suspect medical device to factor in the injury patient code that was added. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. She stated that she had a mammogram and is not sure if that is the cause of her saline deflation. During visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Within the siltex cracking, a tear measuring approximately 0.4 cm was observed. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient developed a cyst in her left breast. The cyst was deflated during the explantation surgery. On (B)(6) 2020, mentor completed a second investigation on the suspect medical device to address the additional information received about the breast cyst. Device evaluation summary: during visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Within the siltex cracking, a tear measuring approximately 0.4 cm was observed. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-may-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Within the siltex cracking, a tear measuring approximately 0.4 cm was observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).